Event description:
A report was received that the stimulation was causing the patient more pain rather than relief of symptoms. The patient underwent an explant. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the stimulation was causing the patient more pain rather than relief of symptoms. The patient underwent an explant. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect any device malfunction.